Manufacturer narrative:
Investigation still in progress.

Event description:
There is a mechanical roller defect at the detector radius arms. Metalic balls (ball bearings) are falling from the rollers at the two sides of the radius arms.